Manufacturer narrative:
H10: this event was inadvertently filed. The event was reported under 3013756811-2020-66657.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.